Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (overheating, will not power on) was confirmed due to the c10, c2, and c772 capacitors being burnt with thermal damage on the pcb and ca board. The root cause for the burnt capacitors could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on and was overheating.